Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a mynxgrip vascular closure device ruptured. There was no patient injury reported. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a mynxgrip vascular closure device ruptured. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The advancer tube and the sealant remained in the manufactured positions. The introducer sheath was not returned for evaluation. It was noted that the core wire was curved, and the balloon¿s distal tip was inverted as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification found that the balloon¿s distal tip was severely inverted which indicates that excessive tension was applied during pullback and that there was no saline in the balloon as received. A device history record (DHR) review of lot f1823903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was noted regardless of the inverted balloon tip. The exact cause of the issue experienced by the customer and the inverted tip/curved core wire could not be conclusively determined. Based on the limited information available for review and the product investigation, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase and too much tension applied to the catheter during the procedure. It is possible that the balloon did not rupture, but was pulled through the arteriotomy. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.